Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of stricture due to common bile duct cancer. The stricture was approximately 4cm in length and located near the middle of the common bile duct, near the cystic duct. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the physician deployed approximately half of the stent under significant resistance. The stent was unable to be fully deployed inside of the patent and the stent was removed fully constrained within the delivery catheter. The catheter near the handle was observed to be "tight and twisted" and the catheter was creased. No damage was noted to the stent body. The procedure was completed using another wallstent covered biliary endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found that some of the distal and proximal stent wires were uncrossed and damaged, this is now considered a reportable event.

Manufacturer narrative:
The patient weight was not provided; however, the patient was reported to be "very thin". (B)(4) for the evaluation findings of stent deformation (stent wires uncrossed/damaged). An initial examination of the returned device noted that the stent was fully mounted. The shaft of the device was severely kinked at 14mm proximal to the distal tip and again between 363mm and 685mm distal to the t-bar connector. There were other slight kinks noted along the length of the device. It was noted that the outer sheath was bunched up in appearance at the proximal end of the mounted stent. It was possible to retract the outer sheath and deploy the stent however some resistance was noted initially possibly due to the kinking noted on the shaft. An examination of the stent cup and holder found no anomalies. An examination of the deployed stent noted that some of the distal and proximal stent wires were uncrossed and damaged. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.